Manufacturer narrative:
Additional information received on 27 march 2017 and includes: the torque limiter was not used in primary surgery. On 31 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: radiologic images show the presence of a loosened insert screw fixation 3 months after primary surgery. This event may be caused by insufficient tightening torque but the real cause can't be determined. Immediate removal is strongly recommended. During arthroscopy visual inspection of articular surfaces can be performed in order to evaluate possible damages. According to the report, the insert was undamaged. No negative consequence should be expected for the insert fixation in absence of the safety screw. Batch review performed on 10 april 2017. Lot 135739: (B)(4) items manufactured and released on 19 february 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. On 12 april 2017 the r&d project manager performed a visual inspection of the retrieved screw, also consulting the available radiographic images, and commented as follows: radiographic images show the presence of a loosened insert safety screw occurred 3 months after primary surgery. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. Using a screwdriver provided with a torque limitation would prevent this event. Torque limiter screwdriver is already available on demand. During visual inspection of the explanted screw, signs on deformation can be observed; once the screw spills out from its seat, it was most-likely interposed between the articular surface of the femoral component and the tibial insert. During arthroscopy to remove the screw, no sign of insert failure has been detected. It was deemed not necessary to review any other components. The insert is now no more fixed with the safety screw. Mechanical tests performed in the past lead us state that no negative consequences should be expected for the insert fixation in absence of the safety screw.

Event description:
The patient came in complaining of scratching. On x-ray, the screw was located behind the femoral component. The screw had loosened out of the tibial tray. Arthroscopy was performed to remove the screw and to inspect the tibial insert for damage. The screw was isolated, the insert was found undamaged. The surgeon decided to open the knee surgically to remove screw. So, the screw was removed and the insert was left in place as undamaged.